Event description:
The customer reported there was not sufficient air flow from the subject device to clear water from the objective lens. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found foreign material in the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found foreign material in the nozzle. The foreign material could not be identified. The report of insufficient air flow was also confirmed. A review of the device history record found no deviations that could have caused or contributed to the foreign material in the nozzle. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely foreign material remained in the device due to insufficient cleaning. It is also likely the foreign material temporarily interfered with air flow. Another possibility is related to the endoscope¿s system. The air port and water port are separated, then the channel in the insertion section is shared with air and water. Therefore, if water remains in the channel at the time of air flow, there may be a lag until air flows. Remaining foreign material in the nozzle may have caused water to stay on the lens due to a change in the path of air flow, which resulted in insufficient air flow to clear water from the objective lens. However, a definitive root cause of the reported issues could not be identified. The device's instruction manual provides the following, which may help to detect clogging: inspection of the air-feeding/water-feeding function: appropriate reprocessing methods which may be able to remove foreign materials are described in the below items: flush the air/water channel with water during pre-cleaning. Flush the air/water channel with detergent solution during manual cleaning. Olympus will continue to monitor field performance for this device. In addition, the adhesive on the light guide lens was peeling, there was play in the angulation knob and angulation was reduced due to elongation of the angle wires, the adhesive on the bending section cover was chipping due to deterioration, the image guide coil was scratched and cracked due to handling, the paint on the air/water and suction cylinders was peeling due to handling, and the boot was damaged due to handling. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.